Event description:
The customer reported that their insulin pump blood glucose values and glucose sensor values were significantly different. Customer's blood glucose level was reported at 112 mg/dl. The customer will call back to trouble shoot. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.